Manufacturer narrative:
Records indicate this device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The rhythm appeared to be supraventricular tachycardia (svt) with some double-counting. Approximately two years later, inappropriate shocks were again delivered for a rhythm which again appeared to be svt which did slow the rhythm down. Technical services discussed reviewing the episodes with the physician to determine the origin of the morphology. No adverse patient effects were reported.